Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not reading the tidal volume correctly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not reading the tidal volume correctly. The customer ordered the replacement flow sensor assembly for repair but requested onsite service for the repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The customer ultimately declined service and repair, so a philips service engineer was not able to service the device. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.